Event description:
In 1971-bilateral augmentation mammoplasty, placed above muscle. Probably silicone - over yrs has developed class iii capsule of right breast with pain. In 2006, patient underwent right capsulectomy and implant removal, right augmentation with mentor saline breast implants 225 cc.